Manufacturer narrative:
The external portion of the catheter was not returned. The distal portion of the lumen was returned, from the cuff to the distal tip of the catheter. The tear of the lumen at the edge of the cuff is irregular, not consistent with a slice/cut from a sharp instrument. There is evidence of tissue in-growth in the cuff. There is no evidence of degradation or polymer variation of the lumen material. The report indicated that the lumen broke during a planned removal of the device. We are unable to determine the exact cause of the event; however, it is possible that the catheter was improperly removed by pulling the device from the patient without dissecting out the cuff from the tissue in the subcutaneous tunnel as instructed in the instructions for use.

Manufacturer narrative:
Additional information has been requested. When the investigation is completed a final report will be submitted.

Event description:
During planned removal of tunneled hemodialysis catheter, the line snapped.